Event description:
Rptr reports back to back testing on meter to lab while using the advantage sys with results of 146 mg/dl on the meter and 500 mg/dl at the lab. Rptr reports controls have been fine; no results were provided. A request was made for return of the suspect prod and a replacement was sent.